Manufacturer narrative:
Correction: b5 updated after new info received on 12 september 2025. Additional info: clinical evaluation performed by clinical affairs director: 8+ years after primary cementless tha, dislocation occurs, and a revision operation is called for. The single radiograph supplied is not dated and gives very little useful information: the dislocation is not visible. If this were the situation just before dislocation, the event comes as a small surprise, because there can hardly be any soft tissue tension in these conditions, so a retentive liner may be called for. According to additional information, the greater trochanter fracture occurred during index surgery due to very poor bone quality - it is very likely that after fracture healing, the total limb length was reduced, and soft tissue tension never recovered, so the final dislocation occurred.

Event description:
On (B)(6) 2017, the patient had hip arthroplasty primary surgery, and the greater trochanter fracture occurred. Surgeon noted very poor bone quality and a fracture that led him to place two cutclage cables during that procedure. At 8 years 5 months from primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 aug 2025. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot: 164977: (B)(4) items manufactured and released on 04-nov-2016. Expiration date: 2021-oct-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 165917: (B)(4) items manufactured and released on 02-nov-2016. Expiration date: 2021-oct-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 8 years 5 months from primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.